Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the tube underfilled and there were cracks at the bottom of the tube causing blood leakage. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G4: PMA/510(k)#: one additional code applies: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the tube underfilled and there were cracks at the bottom of the tube causing blood leakage. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. The photo's quality was too low to confirm details about the tube shown. No blood could be perceived on the outside of the tube, nor could the volume of the specimen be determined. Functional tests were conducted on 20 retained samples, and all tubes were found to be within specification. Additionally, 30 retained samples were visually inspected for cracks, and none failed. Furthermore, 10 retained samples were visually inspected for brittleness, and none failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and broken/leaking. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.